Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
During a shoulder arthroscopy,the anchor got damaged at using it, they used an other one. No patient consequences. Device has been discarded . No consequences to the patient-another like device was used to complete the procedure. Additional information received on 8-30-16: the device broke while being inserted and all broken pieces were removed. The insertion was perpendicular and not off axis. The patient had good bone quality. An additional hole was made to complete the procedure. This failure did not extend the procedure time greater than 30 minutes.